Event description:
It was initially reported by the physician that the pt was experiencing painful stimulation in left jaw and neck which diminishes over time if she places magnet over the device. When she removes the magnet, event comes back intensely. It was stated that the event began a month ago and has gotten progressively worse. Pt was also experiencing cough with stimulation. Physician stated diagnostics showed everything working within normal limits. X-rays were taken and reviewed by MFR. There were no anomalies identified in the visualized portion of the pt's vns device which could have contributed to the reported painful stimulation. Pt underwent a full revision surgery due to the events she was experiencing. Good faith attempts to obtain explanted products for analysis has been unsuccessful till date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.